Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen became shattered. The cause of the shattered screen was unknown. Reportedly, the pump was functional. Blood glucose level was 97 mg/dl. Customer had manual injections available as alternate insulin therapy.